Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter did not blink when connected to the sensor. The customer also stated that when the sensor was removed it was stuck to the adhesive like it never went in. Blood glucose value was 199 mg/dl at the time of the incident. No troubleshooting was performed because the customer declined. The customer was advised that the sensor will be replaced and returned.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.